Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, the veritor analyzer provided negative group a strep results for an unspecified number of patient samples. However, the user visually observed a line on the test cartridges and questioned the negative results expecting positive results. In addition to visually reading the test cartridges, the user would immediately reinsert the same negative test cartridges into a different veritor analyzer and obtain positive results for group a strep. There was no report of confirmatory testing performed. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, the veritor analyzer provided negative group a strep results for an unspecified number of patient samples. However, the user visually observed a line on the test cartridges and questioned the negative results expecting positive results. In addition to visually reading the test cartridges, the user would immediately reinsert the same negative test cartridges into a different veritor analyzer and obtain positive results for group a strep. There was no report of confirmatory testing performed. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number 4302652. The customer reported that they would receive a negative test result with the analyzer. They visually saw a line on the test cartridge, and immediately re-read it with a different analyzer, providing a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Returns were not available for investigation; therefore, no return sample analysis could be performed. A photograph was returned of the veritor analyzer and showed the serial number, however, the issue cannot be confirmed through this image alone. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.